Manufacturer narrative:
(B)(4). Approximate age of device ¿ 87 days.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced multiple low flow alarms in response to lvad stoppage events. Since then, the lvad system was running at higher powers and with high estimated flow values but no additional stoppages occurred. The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed transient power elevations as high as 24 watts , multiple low speed alarms and pump stoppage events. The patient's transplant status was elevated to 1a. The patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The report of low flow alarms and pump stoppage events can be confirmed based on the submitted system controller log file. The log file contained approximately 3 hours of data, spanning from (B)(6) 2017 21:26 to (B)(6) 2017 0:03, which captured numerous elevations in pump power, low speed, and pump stoppage events. Also captured in the log file numerous low flow hazards where the calculated flow was captured as 2.4 lpm or lower. Pump power ranged from 5.5 watts to elevations as high as 24.0 watts, while flow ranged from 0.0 lpm to elevations as high as 12.0 lpm. Avg. Pi ranged from 1.0-7.5 with approximately 210 pi events. A specific cause for the changes in pump parameters cannot be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.